Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "completely crashed." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "completely crashed," which was confirmed through observation of impact damage. During evaluation, the case halves were found separated. The device shows signs of impact through dents on the caseworks and a cracked rear case pole clamp adaptor. This device is unservicable due to its received condition exposing esd sensitive components. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00563 can be removed from the FDA database.